Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a breach in insulation. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the lead distal end damaged/kinked. The overlay tubing had a cut located where the anchoring sleeve was tided down. The anchoring sleeve was not returned. The overlay tubing is an extra insulation-non electrical and above the outer insulation. Destructive analysis to perform visual inspection for entire outer insulation length, no outer insulation breach was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.